Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
Philips received a report that the customer states the table would not move up, and was free floating. There was no report of harm to a patient or operator due to this issue, however the footswitch sticking has potential to cause undesired couch motion which could lead to pinching, entrapment and removal of medical tubing (ie ventilator tubing, IV tubing, etc).